Event description:
It was reported that the rv lead was capped due to low impedance. The impedance trend has been decreasing over time from 760 to less than 200 ohms bipolar. Insulation degradation was also noted. No patient complications were reported as a result of this event.